Event description:
A caller reported an issue where the time on their pump was incorrect, with a discrepancy greater than five minutes between the displayed and actual time. There was no adverse impact on the customer's blood glucose level, as no readings were reported to be outside of normal ranges. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with instructions to follow up if the time discrepancy recurred. The caller understood and acknowledged the guidance provided.